Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an inpact admiral drug-coated balloon during patient treatment. Removal difficulties are reported following balloon inflation. The balloon was difficult to remove from introducer. The balloon was very difficult to deflate and was blocked at the distal part of the introducer. It was reported that the same problem occurred with another in.pact admiral. The balloon was unable to be removed from the introducer. The time of endovascular procedure was significantly increased. No injury reported.